Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event.. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa and clip open while locked (cowl) were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was prepared and advanced into the anatomy. During establishing final arm angle (efaa), the clip opened very slightly. It was closed it again and repeated the efaa, during which it did not open. After the clip was released, it was noticed it had opened slightly (less than 60°), but the jet inside the clip increased. The physicians proceeded to implant a second clip as was previously planned, without any complications and mr was reduced to grade 2.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was prepared and advanced into the anatomy. During establishing final arm angle (efaa), the clip opened very slightly. It was closed it again and repeated the efaa, during which it did not open. After the clip was released, it was noticed it had opened slightly (less than 60°), but the jet inside the clip increased. The physicians proceeded to implant a second clip as was previously planned, without any complications and mr was reduced to grade 2.